Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was currently admitted to the hospital following lvad implant. The patient had a left heart catheterization on (B)(6) 2017 and right groin was used as access. A wound developed at the site that never healed. Cta on (B)(6) 2017 showed mild enlargement of a well-defined fluid density collection in the right groin. The wound had gradually enlarged and began to drain fluid so infectious disease was consulted. There were no signs of infection so the patient was taken on (B)(6) 2018 for an ultrasound guided aspiration and cultures were sent. Wound care debrided the site at the bedside on (B)(6) 2018. Cultures came back positive for klebsiella pneumoniae. The patient was started on oral ciprofloxacin for 10 days. A wound vac was placed to the groin on (B)(6) 2018. On (B)(6) 2018, ciprofloxacin was stopped and the patient was started on intravenous vancomycin and cefepime for concerns of sepsis as patient became hypotensive and developed leukocytosis. Blood cultures were obtained that came back positive for staphylococcus. This was likely a contaminant so the patient was switched back to ciprofloxacin for the groin wound. General surgery added clindamycin on (B)(6) 2018 but infectious disease stopped this medication. Ciprofloxacin was restarted on (B)(6) 2018 and was placed on hold on (B)(6) 2018 as it appeared that the patient was becoming septic again. The patient was started on intravenous vancomycin, zosyn, and cefepime. On (B)(6) 2018, the patient was discharged home with orders for dressing changes and follow up in clinic. The patient was seen on (B)(6) 2018 for a wound check and was told to continue dressing changes. The patient was seen in clinic again on (B)(6) 2018 and groin wound was noted to be improved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.